Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose of the patient is 226 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer did not provide detail regarding treatment high blood glucose. The customer also report compromised force sensor system alarm and customer was able to clear the alarm and able to rewind the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, loose/protrude drive support disk.